Event description:
It was reported that this right atrial lead exhibited noise, high impedance measurements, high capture thresholds due to what appears to be insulation cracks. This lead was explanted, and a new device was implanted. No additional adverse patient effects were reported.